Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 180 mg/dl. A system check was performed using the current supplies and the pump performed as intended. Reportedly, the customer noticed the occlusion alarms started occurring when the pump was worn against the skin. Tandem technical support advised the customer against wearing the pump against the skin as it leads to abrupt temperature changes to the pump.